Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a cartridge alarms occurred during load sequence. Customer¿s blood glucose (bg) level was above 585 mg/dl. Reportedly, the customer took no action to address bg level, and reverted to manual injections for insulin therapy.